Event description:
It was reported that the lift column on the 9800 sys was not going down properly. It was noted that it takes multiple times pushing the down button before it goes down. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the ps3 power supply. The sys was tested and found to be working as intended and placed back into service.